Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly, losing time and date. Customer's blood glucose level was 178 mg/dl. Customer states the loss is greater than 3 minutes within 10 days and greater than 9 minutes within 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Programmed correct time/date and monitored 12 days. No unexpected time/date anomaly noted during testing. (B)(4).